Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary cubie was not registered properly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the cubie had not registered properly. A field service engineer (fse) found that cubies in row of drawer in the auxiliary cabinet had failed. One cubie incorrectly reported its position as d-250. The fse unloaded and deleted the cubies, then reseated the row board cable. Afterward, reloaded new cubies. Following the repair, the fse tested the device and could not recreate any error or failure in either the main or test application. The system functioned as intended after the field service engineer repaired the device.